Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio-control then replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power multiple times during a patient event. The reported power failure was not actually observed during the reported event; however, it was observed that the device lost power twice through a review of the electronic patient record, following the event. The patient was found by her daughter, half way off of her bed and not breathing. Upon arrival of the customer, CPR was started immediately and an asystole rhythm the first rhythm available once the device was connected to the patient. The customer continued patient care for approximately 30 minutes, per their policy, and then pronounced the patient deceased. The customer indicated that based on the patient's rhythm throughout the event, the reported device power issue did not contribute to the death of the patient.